Event description:
It was reported that the rotawire separated while inside the patient. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A rotawire 330cm was selected for use. A 1.50mm burr was initially used and the first ablation was performed. The 1.50mm burr was exchanged for a 2.00mm burr. Once the 2.00mm burr was placed at the tip of the catheter it appeared that there was a foreign object at the tip of the burr. This was observed under fluoroscopy. An attempt to move the 2.00mm burr to the platform position; however, resistance was felt. It was described to be a kink. After removal, 8cm of the rotawire tip was observed to be detached. The foreign object at the tip of the 2.00mm burr was the separated rotawire tip. Two additional general wires were inserted, twisted around and the separated wire was slowly pulled out. No device fragment remained inside the patient body. After removal, a rotawire drive floppy was reinserted and ablation was performed again with the 2.00mm rotaburr followed but additional dilation with a non boston scientific and a wolverine balloon and the procedure was completed. No further patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the rotawire separated while inside the patient. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A rotawire 330cm was selected for use. A 1.50mm burr was initially used and the first ablation was performed. The 1.50mm burr was exchanged for a 2.00mm burr. Once the 2.00mm burr was placed at the tip of the catheter it appeared that there was a foreign object at the tip of the burr. This was observed under fluoroscopy. An attempt to move the 2.00mm burr to the platform position; however, resistance was felt. It was described to be a kink. After removal, 8cm of the rotawire tip was observed to be detached. The foreign object at the tip of the 2.00mm burr was the separated rotawire tip. Two additional general wires were inserted, twisted around and the separated wire was slowly pulled out. No device fragment remained inside the patient body. After removal, a rotawire drive floppy was reinserted and ablation was performed again with the 2.00mm rotaburr followed but additional dilation with a non boston scientific and a wolverine balloon and the procedure was completed. No further patient complications were reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. The returned guidewire had the spring tip bent/kink. The device is fractured at approximately 8.5 cm from the distal end. The fractured zone has evidence of mechanical wear damage. The device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification.